Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions.

Manufacturer narrative:
(B)(4) unit of lot c1828117 of echo-19 involved in this complaint was returned for evaluation, with the original packaging. The device involved in the complaint was evaluated in the laboratory on 05 august 2021. Sheath extender able to advance and retract without issue. Needle handle able to advance and retract without issue. Needle removed from device and break observed below sheath extender. Prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-19 of lot number c1828117 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1828117. The notes section of the instructions for use, which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. A definitive root cause could not be determined from the available information. A possible root cause could be attributed to the possibility that the device was over torqued during procedure leading to a break below sheath extender. A CAPA has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. It has been noted additional information records the stylet was in place inside the needle when advancing into the targeted site. Per non conformance the IFU will be updated to instruct the user to partially remove the stylet prior to advancement into target site. It is unlikely the contributed to the break as observed. Additionally health risk assessments deemed risk negligible: temporary discomfort - medical intervention not required. Complaint is confirmed based on customers testimony and images provided. According to the initial reporter, this observation was made prior to patient contact. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User advanced the device through endoscopy to desired position, and the needle cannot be advanced. User didn't continue the procedure as there was no device to continue. "A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." If the report involves a kink or bend in the needle, where is this located on the device (handle end or patient end)? No. Please describe the location in the body for the intended target site (pancreas, stomach, etc). Pancreas . Please describe the size of the intended target site. 2x3cm . What is the endoscope manufacturer and model number that was used with this device? Olympus 290 290 . Was gaining access to the targeted site difficult? No. Was the endoscope in a flexed or twisted position at any time during the procedure? Yes . Was needle penetration of the targeted site difficult? No. Was the stylet in place inside the needle when advancing into the targeted site? Yes . How many biopsies were obtained with use of this needle? 0 . Did any section of the device detach inside the patient? No. If not with the device in question, how was the procedure performed and/or finished? Procedure was not continued. Device was evaluated on 05-aug-2021 and proximal break was noted on the needle.